Event description:
Procedure type: hernia. According to reporter: the pt was admitted in transfer from local facility emergency dept with 2 day history of vomiting with hematemesis and was diagnosed with large morgagni hernia with colon and portion of stomach in hernia defect causing gastric outlet obstruction. Pt taken to operating room for laparoscopic diaphragmatic hernia repair where graft mesh secured using protack device. Pt tolerated procedure well. The pt became hypertensive and brady cardiac during recovery in pacu and found to have a pericardial effusion on echo. He was taken emergently back to the operating room for a sternotomy and repair of a right ventricle cardiac laceration. Pt remained very unstable operating room and had a transvenous pacemaker placed and was transferred to a facility with cardiac surgery capability for further care. Pt was stabilized there for a short period of time when he had a full cardiac arrest and was unable to be resuscitated due to arrhythmia and expired.

Manufacturer narrative:
(B)(4).